Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant after two years due to unknown reasons. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The patient was reported to be a renal dialysis patient, which likely contributed to this event. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
An edwards aortic bioprosthetic valve was explanted after an implant duration of approximately two years due to unknown reasons. Patient is a (B)(6) renal dialysis patient. Pre-op gradient was 120 mmhg. No other details provided.